Manufacturer narrative:
No problems or issues were identified during the device history record review. No product sample was received. Therefore, visual and functional testing could not be performed. The reported issue could not be confirmed, as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No further actions were taken.

Event description:
It was reported, that the pump under infused. No patient injury was reported.